Event description:
Report rec'd from (B)(6) stating that the device was overheating. It is known that the device was used during surgery. It is known that no injuries or medical intervention occurred. It is unknown if a delay occurred during the surgical procedure. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).